Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the patient developed corneal perforation in the right eye.

Manufacturer narrative:
The device was not received for investigation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An attorney reported that a patient developed a hole in the cornea (eye unknown), experienced pain, and a loss of vision in both eyes following treatment for dry eyes. Subsequently the patient underwent a corneal replacement surgery, in the right eye. It was also noted that the patient was diagnosed with corneal ulcer in both eyes and corneal rejection some months later. The patient underwent additional surgeries.